Event description:
Additional information received reported that one detachment attempt was made with the instant detacher, and one attempt was made with the manual method.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition: the axium coil was returned for analysis within a shipping box; within a plastic bio-pouch; and within a dispenser coil. Visual inspection/damage location details: the axium coil returned within introducer sheath. The axium pushwire was found to be bent at ~6.3cm from proximal end. The ai crimps and coupler tube were present and intact. The positive load indicator and break indicator were still intact. No evidence of mechanical or manual detachment attempt was found. The coin was present at the lumen stop. The implant coil was still attached to the pushwire. However, the axium implant coil was found to be damaged within introducer sheath. No damage was found with the shield coil. No other anomalies were observed. Testing/analysis: an in-house instant detacher was then used to detach the axium coil. The implant coil was successfully detached on the first attempt. The lumen stop inner diameter (ID) was measured to be 0.00270¿ and found to be within specification. The retainer ring inner diameter (ID) was measured to be 0.00462¿ and found to be within specification. Conclusion: based on the analysis performed, the customer report of ¿non-detach¿ was confirmed as the axium coil was returned with the implant coil was still attached to the pushwire. However, the root cause could not be determined as the returned axium coil was successfully detached on the first attempt using an-house instant detacher. There was no non-conformance to specifications identified that lead to the non-detachment issue. The customer reported that one detachment attempt was made with the instant detacher, and one attempt was made with the manual method." However, no evidence of either method was attempted. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an axium coil that failed to detach. The patient was undergoing a coil embolization procedure to treat an unruptured saccular aneurysm. The aneurysm max diameter was 3mm and the neck diameter was 1.5mm. Blood flow and vessel tortuosity were normal. It was reported that all devices were prepared per the instructions for use (IFU). One coil was placed for hoop formation. The second coil was chosen for filling but it could not be detached. The coil was removed and replaced with another coil that was used to successfully complete the procedure. There was no harm or injury to the patient.